Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : peep pressure getting high. We checked with test lung then also peep pressure getting high.